Event description:
Customer called and stated that the sets had been changed several times but would inconsistently prime or not prime at all. Troubleshooting was done. Pump passed resistance and leadscrew tests. However, the driver block moved freely with the arms in the locked position.